Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was getting a black screen when plugged in. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. Corrected field: e3-occupation. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, the following were found: noisy image due to shortage in cable, puncture and failed leak tests. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not detected. The noisy image was due to shortage in cable, puncture, and failed leak test. The most probable cause of these were traced to a component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was getting a black screen when plugged in. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.